Event description:
A customer reported that the vitros 5.1 fs analyzer waste container caught fire. There is a potential for serious or permanent injury due to exposure to flame or noxious fumes. There was no report of harm to lab personnel as a result of this event.

Manufacturer narrative:
Investigation into this event showed that a capacitor on a circuit board experienced an electrical short and caught fire. The capacitor fell into the waste container, where it ignited a plastic-backed paper liner, which the customer used to line the waste container. Datalogger analysis determined there was no malfunction of the circuit board to induce the capacitor failure. The root cause of the event was instrument related.